Event description:
It was reported that the patient underwent a revision procedure where in the ipg was relocated for more comfort. No device malfunction was suspected. The ipg remains implanted, and the patient was doing well postoperatively.